Event description:
Customer reported that he received a no delivery alarm during bolus. Customer was instructed to disconnect at quick release and perform fixed prime; insulin did not exit and device alarmed no delivery. Customer was then advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was explained that the alarm was caused by a set or reservoir occlusion. Blood glucose value is 350 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.